Event description:
In a low anterior resection procedure, after a pcs29 stapler had been applied to tissue, the anvil of the device could neither be opened nor closed. A manual release device was used to remove the device from tissue.

Manufacturer narrative:
Patient's age and weight are not known. The clamping shaft's drive clip was found to have been damaged. This would explain the inability to open or close the anvil of the device. The spline tube was also damaged, and this may also have contributed to the difficulty in closing or opening the anvil.